Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device history files found no evidence of product non-conformance, and dimensional analysis found the product to be within specification. Scratches and deformation of the device were noted. Review of the device was unable to confirm the reported complaint, and a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This follow-up report is also being filed to correct information. Concomitant medical products - unknown acetabular cup ,catalog#: ni, lot#: ni.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
During an initial left hip arthroplasty, the acetabular liner would not seat. The surgeon stated the liner looked smaller than expected. Another liner was used to complete the procedure without delay.